Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user began exhibiting concerns with right implant about 2 weeks ago (B)(6) 2022). First, the user threw and broke the primary processor, so the family started using the back up processor. It worked fine for a couple of days, then the dl-coil began intermittently flashing red while on the head, which then became a constant red flash. Mother reportedly replaced all external components, but the dl-coil flashing persisted. Since the child was exhibiting no signs of hearing from the implant they discontinued use of the processor on that side.

Manufacturer narrative:
Additional information: based on the received information and in-situ measurements, a damage of the stimulator housing following an external impact to the device appears possible. Reportedly, the recipient does fall often and the audiologist noticed some swelling near right mastoid. In addition, previous situ measurements have shown few channels with high status due to undetermined reasons. However, to determine and confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user began exhibiting concerns with right implant in (B)(6) 2022. First, the user threw and broke the primary processor, so the family started using the back-up processor. It worked fine for a couple of days, then the dl-coil began intermittently flashing red while on the head, which then became a constant red flash. Mother reportedly replaced all external components, but the dl-coil flashing persisted. Since the child was exhibiting no signs of hearing from the implant they discontinued use of the processor on that side. Reportedly the user will be re-implanted but no date has been set yet.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. Reportedly, the recipient does fall often and the audiologist noticed some swelling near right mastoid. In addition, previous in situ measurements have shown a few channels with high status due to undetermined reasons. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The user began exhibiting concerns with right implant in (B)(6) 2022. First, the user threw and broke the primary processor, so the family started using the back-up processor. It worked fine for a couple of days, then the dl-coil began intermittently flashing red while on the head, which then became a constant red flash. Mother reportedly replaced all external components, but the dl-coil flashing persisted. Since the child was exhibiting no signs of hearing from the implant they discontinued use of the processor on that side. The user was re-implanted.